Event description:
Information was received from multiple sources (manufacturer representative, user facility) regarding instruments used in microdisce ctomy. It was reported that the bed rail attachments will not tighten or loosen. There was no patient involvement reported. There were no further complications reported regarding the event.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9560524, lot #: my21k001, UDI#: (B)(4). H3: product analysis of part # 9560524, lot # my22l001 - visual and functional inspection confirmed the flex arm will not tighten. The tightening mechanism appears to be worn from repeated use. This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.